Event description:
Manufacturer received a report from a dealer stating that the end user fell to the ground when the lift out chair motor allegedly kept running. As a result of the incident the user sustained a broken leg.